Manufacturer narrative:
Initial and final MDR 2586367 - device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced tubing issues on (B)(6) 2026. The infusion set tubing was twisted/coiled. The infusion set was in use for 2 hours. The patient replaced infusion sets and resumed insulin successfully. No further information is available.